Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -5.5/3.0/070 (sphere/cylinder/axis) was implanted in the right eye (od) of patient on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to product non-conformity and lens rotation not associated to low vault. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic torn and haptic broken to the lens. Unable to perform dimensional width inspection due to optic haptic damage. Dimensional length inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
G3: date received corrected to 14-nov-2023 in initial MDR. Claim#: (B)(4).